Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected & prevented by following the instructions for use (IFU) sections: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection (detection way is included.) Evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories (preventive measures are included.) Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and foreign material was found in the forceps elevator. The following findings were also observed during the device evalaution, however are considered non-critical and therefore do not present a potential for harm: the air water (aw) cylinder and scope (s) cylinder were discolored. The grip was shaved. The forceps channel port had a dent. The switch box had a scratch. Water tightness was lost due to a crack on the distal end of the scope. The distal end was shaved. The adhesive around the light guide (lg) lens was worn. There was corrosion around the forceps elevator (l-arm). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material was found in the forceps elevator. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.